Event description:
The customer reported that the knife blade would not cut tissue. Another ligasure was used to complete the case and there was no pt injury. The device was returned to covidien and visual inspection discovered that half of the clear insulation was missing. The customer confirmed that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.